Event description:
It was reported that there was an alert due to shock lead impedance measurements measuring greater than 400 ohms. The device is programmed to primary vector. Technical services (ts) reviewed the stored untreated episodes which they were unsure if it was non-physiologic or if it was myopotential. However, the latest episode was non-physiologic, and the device was re-programmed to primary after that. Ts suspected that the electrode is fractured and provided troubleshooting options. The field representative performed troubleshooting, and no noise could be re-produced in the current programmed vector. Subsequently, a revision procedure was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 45-110 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that there was an alert due to shock lead impedance measurements measuring greater than 400 ohms. The device is programmed to primary vector. Technical services (ts) reviewed the stored untreated episodes which they were unsure if it was non-physiologic or if it was myopotential. However, the latest episode was non-physiologic, and the device was re-programmed to primary after that. Ts suspected that the electrode is fractured and provided troubleshooting options. The field representative performed troubleshooting, and no noise could be re-produced in the current programmed vector. Subsequently, a revision procedure was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.